Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. During testing, the pump could not power on and there were no functioning auditory and vibratory settings. The battery compartment was cracked. The leak test failed due to a battery compartment and audio bolus button leak. The pump was opened and evidence of moisture contamination was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.